Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. A separate related report for faradrive sheath and farawave device will be filed. Good faith efforts to obtain additional information are in progress. If additional information received, a supplemental report will be filed.

Event description:
It was reported that during pulse field ablation (pfa) procedure, a versacross fixed was used to cross the septum. Septum was successfully crossed and physician exchanged sheath for the faradrive. Farawave catheter was inserted, physician aspirate and check for no bubbles, catheter start traveling up, wire was in the left superior pulmonary vein. Suddenly patient blood pressure dropped from 140 systolic to 60 systolic. Physician checked for effusion, no effusion noted. Code blue was called. Patient went into ventricular tachycardia, cardioversion was performed. Cath lab staff arrived in the room. At the time of the event, no activated clotting time (act) had been measured, as the physician had just crossed the septum and act monitoring was not yet initiated. The procedure was aborted. A thrombus occluding left coronary artery was found, and required thrombectomy by the cath lab, and the patient was subsequently admitted to the hospital. Prior to the procedure, a tee was performed to rule out clot. Heparin was administered during the procedure; however, act was still not running at that moment. No fibrin or coagulum was observed on the catheter tip. The irrigation flow rate was maintained with the pump running at 2 ml/min.